Event description:
Earl called stating that today his wife fell, pressed button, nothing happened.

Manufacturer narrative:
The device did not cause or contribute to the reported injury. The injury occurred as a result of a fall, reported by the subscribers husband. The device is intended to be used to summon help in an emergency. Device was retruded an evaluated, and it was determined that a component failure affected the way the device communicates to the central station. Device is not labeled as a life sustaining device. The intended use indicates that receipt of the alarm is not guaranteed.